Manufacturer narrative:
Approximate age of device ¿ 1 year, 1 month. The event occured in (B)(6). The pump was not explanted from the patient and therefore was not returned for evaluation. A correlation between the device and the reported event could not be determined. Infection and sepsis are listed in the instructions for use as potential adverse events that may be associated with use of the heartmate ii left ventricular assist system. A review of the device history records, including sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient expired on (B)(6) 2015 due to sepsis and multisystem organ failure. Reportedly, the source of the sepsis was the driveline. No additional information was provided.